Event description:
A male pt underwent aaa repair in 2007. The pt received a zenith main body, two zenith iliac legs and the procedure was completed without reported incident. In 2009, the zenith grafts were explanted due to infection in and around the aneurismal sac. There were no problems with the actual grafts themselves; however, the infection had spread. The pt is doing well.

Manufacturer narrative:
Event evaluation - still under investigation.